Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported, the system failed to power up. This will prevent the system from booting to a usable state. No pt or user injury was reported.